Event description:
Paramedics responded to a person described as in cardiac distress. The device was connected to the pt with 4 leads ECG electrodes for cardiac monitoring. According to the rptr the device would not display the pt's ECG. No adverse affects to the pt were reported as a result of the alleged malfunction.